Event description:
Customer reports patient with signature plus inr 2.6. Patient admitted to hospital due to a blood clot. Hospital inr 1.9. Patient was treated by having an inferior vena cava filter inserted and was discharged from hospital. Patient therapeutic range 2.0 - 3.0 inr.

Manufacturer narrative:
Manufacturer's method, results and conclusions codes: manufacturer evaluation/investigation pending product return from user facility.